Manufacturer narrative:
Device not returned.

Event description:
It was reported that mild to moderate mitral regurgitation on two post op echos was observed after mitral valve replacement. No other details were provided. The pt's echo may be returned for review.